Event description:
It was reported that the bd maxzero needleless connector was occluded. The following information was provided by the initial reporter, translated from chinese to english: four adverse events occurred during the use of mz connectors by the cadre department. One connector had a noticeable crack, one connector had a dented surface, and two connectors were blocked.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Four mz1000 china samples were returned for investigation; two samples were received in opened packaging from lot 25035127 and the remaining were without packaging. The customer reported that "one connector exhibited a visible crack, one had surface collapse, and two were blocked." Visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience of recessed pistons. Functional testing confirmed the connection between the maxzeros and other bd stock products remained secure when connected; no inadvertent disconnection occurred throughout testing. Furthermore, the samples were then subjected to leakage testing; no leakage was observed from the maxzeros in all instances. Finally when the maxzeros were disconnected from the connecting product, the piston was identified to return to the closed position in each instance. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 25035127 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china product in the past 12 months.

Event description:
No additional information.